Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during pacing threshold procedure the programmer demonstrated a black bar in the iecg and distorted ECG registrations. So first threshold measurement was unreliable and should run properly because of loss of capture may occur. Technical files collected from smarttouch.